Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly on a test mock up device at the failure analysis center and observed its failure to operate on ac power. The root cause of malfunction was determined to be a failure of the ac power supply, transistors q1 and q2 were shorted, a resistor r4 burnt and a fuse f1 open.

Event description:
It was reported that device ac mains light would not illuminate while it was connected to ac power. The reported event could be an indicative of the device failure to operate on ac power. There was no pt involvement associated with event.